Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was cracked and reservoir was falling out. Customer's blood glucose was 5 mmol/l or 7 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.